Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses ((B)(4)). Prior to the implantation of the devices, a transposition of the left subclavian artery into the left common carotid artery was performed. The left subclavian artery was intentionally covered by the proximal device ((B)(4)). The final angiography showed a minor type ii endoleak originating from the left subclavian artery, which was left to be monitored. The preoperative aneurysm diameter measured 67.5 mm. On (B)(6) 2011, minor stenosis of the right external iliac artery was identified. The reia was used as an access vessel. On (B)(6) 2011, the type ii endoleak remained. The aneurysm diameter measured 67 mm. On (B)(6) 2011, the type ii endoleak remained. The aneurysm diameter measured 67 mm. Coil embolization of the left subclavian artery was performed. The endoleak was resolved. On (B)(6) 2012, follow-up images showed the stenosis of the right external iliac artery remained. On (B)(6) 2013, follow-up images showed the resolution of the stenosis in the right external iliac artery.